Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving a reading of 54 mg/dl compared to a lab result of 238 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with control test strips. The complaint was not confirmed and no new issues were observed. All functional test results and visual inspection were within device specifications.

Manufacturer narrative:
This report serves a correction to the investigation. The statement should read: the meter was returned and investigated. A known issue was observed with the digital board. However, the issue was resolved. Control solution testing was performed with control test strips. All results were within device specifications. The complaint was not confirmed.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (48065h) were tested with control solution during extended investigation. All results were within the range specification and no errors were observed. A device history review (DHR) was performed on lot 48065h and no atypical events were identified. The DHR indicated the test strips were performing within their performance claims and met the manufacturer's quality specifications prior to their release. This complaint is not confirmed.

Manufacturer narrative:
(B)(6). The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported meter serial number is unknown. The (B)(4). All pertinent information available to abbott diabetes care has been submitted.